Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 553 mg/dl, 537 mg/dl, 282 mg/dl, 544 mg/dl, 473 mg/dl, 309 mg/dl. Tests were done < 10 minutes apart with a difference of 24%.patient did not experience any adverse events. No further information has been reported.